Manufacturer narrative:
Siemens has performed an internal investigation and has confirmed a negative bias for the advia centaur ft4 when used with calibrator a kit lots ending in 90 on the advia centaur, advia centaur xp and advia centaur xpt systems. In addition, siemens healthcare diagnostics confirmed the potential for calibration failures due to above limit calibrator rlu %cvs when using calibrator a kit lots ending in 90 with the ft4 assay. Siemens issued ufsn (B)(4) (january 2017) and (B)(4) (january 2017) informing the customer of ft4 assay negative bias observed with calibrator a kit lots ending in 90. Instructions on actions to be taken are provided in the customer communication. No further investigation is required.

Event description:
Low advia centaur xp ft4 patient results were obtained by the customer with calibrator cal a lot 90, and ft4 reagent lot (113071) and the results were reported to the physician(s). The ft4 patient results were considered discordant compared to the clinical picture, and other thyroid assay results that supported euthyroid. There are no reports that treatment was prescribed or altered. There are no reports of adverse health consequences due to the discordant advia centaur xp ft4 results.